Event description:
It was reported that after a surgical procedure at the user facility, the foot of the device was found to be bent, which can damage the dura. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.